Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent surgical intervention wherein the ipg was explanted and replaced due to the battery not holding a charge. Effective therapy was restored post-operatively.

Manufacturer narrative:
Additional information received indicate this issue is not reportable. Correction: manufacturing reference number 1627487-2020-24013 should not have been reported as an medical device report (MDR) after additional information received indicated that there was no malfunction of the ipg.

Event description:
Additional information received indicated there was no indication of malfunction. Patient's ipg was still operable.